Event description:
A report was received that a patient began experiencing headaches after being implanted with a precision scs system. The physician determined that the patient's dura had been punctured and treated the headaches with a blood patch. The initial blood patch did not resolve the headaches so the physician performed a second blood patch. The patient's condition is improving.

Manufacturer narrative:
This is the final report.